Event description:
It was reported that the patient was admitted to the hospital due to heart palpitations and svt episodes. During device interrogation, the programmer gave a software upgrade recommendation. The physician started the upgrade, however was not sure he should have started it and moved the wand in order to stop the upgrade. The device then went into back-up vvi mode and the patient received a shock. The software was successfully upgraded and the device was reprogrammed. Normal function ensued. The patient was in good condition.